Event description:
Caller reported that the display on the pump was just grey, rendering them unable to interact with the pump or read the pump screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.